Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump powered off on (B)(6) 2013. The reporter stated the pump then required a complete full rewind/prime sequence. During troubleshooting, multiple call service alarms were recorded on (B)(6) 2013. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed power on reset occurred after a call service alarm and a loss of prime warning. On examination, the battery compartment was intact without damage. The battery cap was returned with the pump for investigation. A test battery cap was used for investigation and fit securely on the pump. During testing, no power loss or rebooting occurred. The pump was opened for investigation and did not reveal any defect, damage or contamination of the interior pump components, including the power circuit. Investigation did not to duplicate the alleged intermittent power issue and the pump was found to be operating within required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.